Event description:
It was reported that the patient fell and the lead dislodged. The lead exhibited capture anomalies. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.